Event description:
It was reported that three days post implant the device was explanted and replaced due to a defective setscrew in the header of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.